Event description:
Health care professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease sharp opening. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease sharp opening on radius due to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported a left side deflation. The device has been explanted.